Event description:
During a coronary intervention procedure the nc ranger balloon ruptured. The lesion being treated was in the left anterior descending coronary artery. The pt status is reported as "good". The number of inflations and to what atms is unk.